Event description:
It was reported that an alarm was heard and confirmed by telemetry. Telemetry confirmed that a critical alarm had occurred due to a motor stall. The pump logs showed that it stalled on (B)(6) 2013 at 6:45. The patient experienced ¿withdrawal symptoms¿. The device system was used to deliver fentanyl. It was later reported that the physician stated that the patient was going to be scheduled for replacement. It was later reported that the pump ¿failed¿ and the patient went to the emergency room (ER). The patient saw the managing healthcare provider the next day and he confirmed it was a "hard" fail. The alarm was silenced in the physician¿s office but was going off again. The pump was alarming constantly every 10-15 minutes. The patient was incapacitated and oral meds weren't working at all. The patient was nauseous and not able to keep food down. The patient was not able to see the surgeon until (B)(6) which was only for an evaluation.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had basically been bed ridden from (B)(6) 2013 until pump replacement on (B)(6) 2013. The patient was still on surgical restrictions and the doctor was slowly titrating up the medication. Prior to the hard stall, there were a lot of error codes for a very long time. Patient reported these errors several months with ptm, being locked out prior to the event of hard stall. There was months of this symptomatic behavior with pump.

Event description:
It was later noted that per the reporter, there was a rotor that burned out on the inside of the pump. It was also noted that the patient was back to baseline on the new pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump ¿went into a hard stall and died¿. The patient woke in bed ¿very bad like never before¿ and ¿knew immediately the pump had died¿. The pump did not alarm and the patient got the pump to alarm when he used the personal therapy manager (ptm). The ptm said to call the doctor and when the patient called, it started to alarm. The patient stated ¿I am absolutely positive now that electromagnetic field (emf) saturation, radio frequency (rf) saturation were the source of the pump failing¿. The patient stated ¿they killed the pump and are the source of my pump failed¿.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was turned to minimum rate until a replacement surgery could be scheduled. The stall recovered within more than 2 hours. The pump was replaced on (B)(6) 2013. At the time of this report, the patient was without injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the pump revealed a gear train anomaly with corrosion and/or wear and/or lubrication and stall due to shaft bearing. There were multiple motor stalls and recoveries seen in the logs. During destructive analysis significant residue and shaft wear on the upper shaft of gear 2 was found. Some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly was also found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.